Event description:
It was reported that during a bariatric procedure, when introducing device, the trocar sleeve has been catching on the fascia. The surgeon states it requires excessive force to push through. The case was completed with the same product, surgeon just had to apply more force than he was comfortable with. There were no patient consequences.

Manufacturer narrative:
(B)(4). Device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.